Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparatomy procedure, air leaked; in addition, boo sound was heard when a forceps were removed from the device. Another device was used to complete the case. There were no adverse consequences to the patient. The abdominal air pressure was ten and high flow.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.